Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer alleged that on (B)(6) 2017 there was no alarm on the careevent phone for an aystole alarm. The patient expired for bed 416p. Further investigation is needed to ascertain root cause and if a philips device caused or contributed to the adverse event. The patient died.

Manufacturer narrative:
Per investigation by (B)(4) product support engineer in response to the sentinel event that occurred at (B)(6) on (B)(6)2017 at 9:26:49 am, philips conducted an investigation of the philips (B)(4) software, and concluded that the system functioned as designed. The investigation found that one alarm message "asystole" was delivered from philips tel 34 bed 416p on (B)(6)2017 @ 9:26:49 am to the (B)(6) phone devices named myco1 and myco3. Per the "transcription of events" caregiver inf1 (myco1) read and accepted the page at 9:26. There was no data to support a philips (B)(4) or central station piic (philips intellivue information center) ix malfunction. The devices were performing as designed. The customer was supplied with a response letter. The device remains at the customer site in use. No malfunction. The customer alleged that on (B)(6)2017 there was no alarm on the (B)(4) phone for an asystole alarm. The patient expired (B)(6)2017 for bed 416p/tel34. Further investigation was needed to ascertain root cause and if a philips device caused or contributed to the adverse event. Per investigation by (B)(4) product support engineer (B)(4), in response to the sentinel event that occurred at (B)(6) on (B)(6)2017 at 9:26:49 am, philips conducted an investigation of the philips (B)(4) software, and concluded that the system functioned as designed. The investigation found that one alarm message "asystole" was delivered from philips tel 34 bed 416p on (B)(6)2017 @ 9:26:49 am to the (B)(6) phone devices named myco1 and myco3. Per the "transcription of events" caregiver inf1 (myco1) read and accepted the page at 9:26. There was no data to support a philips (B)(4) or central station piic (philips intellivue information center) ix malfunction. The devices were performing as designed. The paging device is labeled as a means of alarm information notification. Issues with paging would not prevent the monitoring device from continuing to provide real-time monitoring and alarms. The system is not intended to provide real-time information, nor is it the source of alarms, nor is it a replacement for alarming devices. Therefore this issue would not be likely to cause or contribute to death or serious injury if the paging device is used per product labeling. Patient information has been requested, unavailable at the time of this report.